Manufacturer narrative:
It was reported that the patient was experiencing power switching. One controller (B)(4) was not returned for evaluation. Six batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the controller was not performed since the unit was not returned. Failure analysis of the returned batteries revealed that devices passed functional testing and visual inspection. Log file analysis revealed that the controller contained the smr upgrade. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed no anomalies during the reported event date. As a result, the reported event could not be confirmed; log file analysis did not reveal occurrences of power switching events. The reported event could not be confirmed, log file analysis did not reveal occurrences of power switching events. Additionally, the controller was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this event: (B)(4). It was reported that the patient was experiencing power switching. One controller and six batteries were not returned for evaluation despite multiple attempts to obtain the devices. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis did not reveal any premature power switching events. Failure analysis of the controller and the batteries were not performed since the units were not returned. As a result, the reported event could not be confirmed. The reported event could not be confirmed, log file analysis did not reveal occurrences of power switching events. Additionally, the devices were not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Please note that this analysis is prolonged as the batteries have not been received. Due to (B)(6) regulations changes, the transportation of lithium batteries are via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4) - battery / catalog number 1650de / expiration date 30apr2016, (B)(4); (B)(4) - battery / catalog number 1650de / expiration date 28feb2017, (B)(4); (B)(4) - battery / catalog number 1650de / expiration date 28feb2017, (B)(4); (B)(4) - battery / catalog number 1650de / expiration date 28feb2017, (B)(4); (B)(4) - battery / catalog number 1650de / expiration date 28feb2017, (B)(4); (B)(4) - battery / catalog number 1650de / expiration date 28feb2017, (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient mentioned that the power sources are switching from one port to the other earlier than expected. An elective controller exchange was performed and the batteries were taken out of service. It was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.